Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. Troubleshooting found numerous air bubbles along the tubing length. No leaks were observed on the insulin pump. It was also found the customer had a slightly bent cannula after removing their infusion set. The customer's blood glucose was 220 mg/dl at the time of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.